Event description:
Green plastic sleeve cracked during the case. There was no adverse consequence for the pt or delay in surgery or anesthesia time.

Manufacturer narrative:
The failure of the instrument is the consequence of the bending of the polymer when it is autoclaved. The way to attach the cover to the metal handle of the instrument was changed.